Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
This supplemental report was created to update h6: patient code with sepsis.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This ra lead was explanted. Additional information indicated that the patient had blood infection. There were no additional adverse patient effects reported.